Event description:
It was reported that a home patient (hp) experienced an expanded and tense abdomen, related to a hernia, which occurred while the patient was performing automated peritoneal dialysis (apd). This occurred during therapy in drain 4 of 5 on the homechoice cycler. The technical service representative (tsr) instructed the hp to sit up and perform a manual drain. When the hp performed the manual drain, the hp drained 1427ml and symptoms were relieved after completing the manual drain. The patient's last fill volume (lfv) and largest prescribed fill volume (lpfv) was 1400ml. It was unknown if the onset of hernia occurred prior to the start of apd therapy. The patient's hernia was a large hernia, on the right side of the patient's mid-abdominal area. The exact type of hernia was unknown, however was located between the umbilical and inguinal areas. It was reported that the hp had not experienced any overfill or increased intra-peritoneal volume (iipv) events that would have caused contributed to the reported event. On an unreported date, the fill volumes were increased to 1.6l. Apd therapy was ongoing and the patient was scheduled to have surgical hernia repair.

Manufacturer narrative:
(B)(4). The device was manufactured on an unknown date in 2000. The reported condition could not be confirmed, as no sample was available. Therefore the cause could not be determined. There were no nonconformities, failures, rework or deviations documented in the device history record that could be associated with the reported condition. The review of service history revealed no failures/problems that were the same as, or similar to, the condition.